Event description:
The customer reported an issue with high blood glucose levels, although the specific value was unknown and displayed as "high" on the cgm. There was no adverse impact to the customer's blood glucose level. To address the issue, the customer administered a correction bolus via the pump, and customer technical support (cts) assisted in rectifying an error related to air bubbles in the insulin cartridge. The customer was advised to ensure no gaps or air bubbles during cartridge filling, which was initially affected by using an insulin pen contrary to standard instructions. The customer resumed insulin delivery after understanding the correct procedures.